Manufacturer narrative:
(B)(4), results: inherent risk of procedure (mi).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during the index procedure. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow up's.